Event description:
It was reported that shock impedances on the right ventricular (rv) lead connected to this implantable cardioverter defibrillator (ICD) were high out of range. The clinician reportedly planned to continue to monitor the impedance values. No adverse patient effects were reported. The ICD and rv lead remain in service. A revision procedure was performed and the ICD was explanted and replaced due to normal baterry depletion.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shock impedances on the right ventricular (rv) lead connected to this implantable cardioverter defibrillator (ICD) were high out of range. The clinician reportedly planned to continue to monitor the impedance values. No adverse patient effects were reported. The ICD and rv lead remain in service.